Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that the navlite ent system would not navigate after mask registration during a cranial procedure. The case was completed successfully using traditional methods. There was a 30 minute delay due to troubleshooting efforts. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the navlite ent system would not navigate after mask registration during a cranial procedure. The case was completed successfully using traditional methods. There was a 30 minute delay due to troubleshooting efforts. There was no medical treatment or intervention required as a result of the event and no adverse consequences.